Event description:
It was reported that the device failed to shock with paddles in sync mode. There was no harm to the involved pt.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.